Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026.patient reported infusion set that fell off from his skin due to presence of moist. And cord got on something. No further information available.